Manufacturer narrative:
The hospital replaced the bag/vent switch. No report of patient involvement.

Event description:
The hospital reported the bag/vent switch was not working as expected. There was no report of patient involvement.